Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will undergo surgical intervention to have the ipg replaced. The reason is unknown at this time.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was electively explanted and replaced with another model. The patient desired to upgrade to newer technology.